Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous distal right coronary artery (drca). The 3.0x12mm nc traveler balloon dilatation catheter ruptured during the first inflation at 16 atmospheres. Resistance with anatomy was noted during advancement. A non-abbott balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.